Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that following implant of this pacing system, this patient complained of chest discomfort. An x-ray and echocardiogram were both unremarkable for any issues and diagnostic testing produced appropriate results. Two days later, the patient was still experiencing pain and a pericardial effusion was revealed due to a suspected perforation. A revision procedure was performed and the physician elected to reposition both of this patient's dextrus leads. An echocardiogram following procedure showed no further issues. This event will be re-evaluated if additional information is received.